Event description:
Apnea alarm malfunction of the ventilator. The alarm could not be set appropriately as the numbers would "jump" around. Hospital biomedical engineers evaluated all three devices in which this malfunction was observed and could only reproduce the observed malfunction in one device.